Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) helium regulator would not adjust to required calibration and specifications. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) found that the iabp unit would not reach required calibration as to the helium regulator check. To fix the issue, the fse replaced the helium fill assembly, and thereafter, calibrated the helium regulator. The fse then performed a pm with full calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) helium regulator would not adjust to required calibration and specifications. There was no patient involvement, and no adverse event reported.